Event description:
Pt stated that she was cooking mac and cheese on an electric stove, with her oxygen on and her oxygen tubing caught on fire. (Pt's daughter states that she was frying food and a spark from the coil caught her oxygen tubing on fire.) Pt was taken to the emergency room by family three days after the incident. Pt was admitted over night for observation. Oxygen via nasal cannula 2lpm/ 24 hours per day. Copd.